Event description:
Kimberly-clark received a report stating, ¿the nurse reported the pilot line was pulled off the endotracheal tube. The cuff deflated but the patient was not intubated. At the time of the event, the device remained in use but was eventually returned to kimberly-clark." (B)(4).

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. One sample was returned. The endotracheal tube is kinked and exhibits a wavy appearance. The pilot line was detached from the sample upon receipt. The detached pilot line was viewed under magnification and a layer of adhesive was visible on the pilot line at the point in which it attaches to the endotracheal tube.. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.